Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a pacific plus pta balloon with a 5/6fr non-medtronic sheath and a 300cm .018 non-medtronic guidewire during treatment of an 80mm calcified lesion in the patient¿s left mid anterior tibial artery. Minimal vessel tortuosity and severe vessel calcification were reported. Lesion exhibited 90% stenosis. Artery diameter reported as 3-3.5mm. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. Embolic protection was not used. The vessel was not pre-dilated. The vessel was post-dilated with a non-medtronic balloon. A non-medtronic inflation device was used for balloon inflation. 50/50 contrast fluid was used. The balloon was passed through a previously deployed onyx stent that was collapsed and was pinched in the mid-section. Severe resistance was noted during advancement of the device. Excessive force was used. Once the wire was across, the pacific balloon was advanced and inflated. A pin hole balloon burst during procedure was reported at 8atms. Issue occurred on first inflation. The balloon did not detach during event. A second pacif ic plus balloon was attempted but burst the same way. The devices were safely removed from the patient. A third pacific plus balloon was used to dilate the stent and procedure was completed. No patient injury reported.

Event description:
Physician attempted to use a pacific plus pta balloon with a 5/6fr non-medtronic (terumo slender) sheath and a 300cm .018 non-medtronic (abbott command) guidewire during treatment of an 80mm calcified lesion in the patient¿s left mid anterior tibial artery. Minimal vessel tortuosity and severe vessel calcification were reported. Lesion exhibited 90% stenosis. Artery diameter reported as 3-3.5mm. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. Embolic protection was not used. The vessel was not pre-dilated. The vessel was post-dilated with a non-medtronic (bard) balloon. A non-medtronic (bard) inflation device was used for balloon inflation. 50/50 contrast fluid was used. The balloon was passed through a previously deployed onyx stent that was collapsed and was pinched in the mid-section. Severe resistance was noted during advancement of the device. Excessive force was used. Once the wire was across, the pacific balloon was advanced and inflated. A pin hole balloon burst during procedure was reported at 8atms. Issue occurred on first inflation. The balloon did not detach during event. A second pacific plus balloon was attempted but burst the same way. The devices were safely removed from the patient. A third pacific plus balloon was used to dilate the stent and procedure was completed. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.